Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, when the physician pulled the peg tube out, the peg tube detached inside the patient. The detached potion of the peg tube was retrieved from the patient using a snare. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.